Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient had a lack of efficacy because their pain expanded, and they lost pain relief from the device in their lower back. They noted that the explanted device was exposed. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# : (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative concerning patient with implantable neurostimulator (ins) for non-malignant pain. It was reported the patient had their system explanted due to lack of efficacy. The patient had increased pain in other areas and a pump inserted. The patient had reprogramming multiple times to attempt to resolve the issue. No further complications were reported/anticipated.